Event description:
Patient allegedly was using this knee walker in his home when the tiller lower tubing broke above the weld. He sustained a bruised elbow but no other injury and no medical attention was sought.